Event description:
During a pulmonary vein isolation procedure, an esophageal fistula occurred and the patient expired. The patient presented to the hospital on dec 23rd with melaena and expired on dec 24th. It is unknown if any intervention was performed.

Event description:
The hospital experienced an esophageal fistula this year. It unknown if any intervention was performed. There were no performance issues with any abbott device. The generator was tested by service engineer and no issues were noted. The generator was returned to the customer. New information received from the hospital noted that the patient expired.

Event description:
The generator was tested by service engineer and no issues were noted and returned to the customer.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported esophageal fistula and patient death remain unknown.

Manufacturer narrative:
Additional information: g3, h2, h3. Review of the provided fsr found that no anomalies were noted with the functionality of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the root cause remains unknown.